Manufacturer narrative:
The troponin t hs reagent expiration date was not provided. The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas 8000 e 801 module. The initial troponin t hs result was 13.9. The initial troponin short turn around time (stat) result was 5.6. The repeat troponin t hs result was 6.7. The repeat troponin stat result was 6.37. The units of measurement were not provided.

Manufacturer narrative:
In the initial medwatch, the statement in b5 describe event or problem should have been: "the initial troponin t hs result was 13.9 (interpreted as positive). The initial troponin short turn around time (stat) result was 5.6 (interpreted as negative)." Instead of: "the initial troponin t hs result was 13.9. The initial troponin short turn around time (stat) result was 5.6." Medwatch fields a2, a2a, and b7 were updated. The field service engineer checked the analyzer and identified that the operator's maintenance was missing or incomplete. The provided pictures also showed significant contamination on the analyzer surface. The investigation did not identify a product problem. The cause of the event was consistent with incomplete customer maintenance.

Manufacturer narrative:
Images were provided for the investigation, and they showed a lot of dust on the analyzer. The investigation is ongoing.